Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bacterial infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient injected according to the c-approach with harmonyca¿ and experienced "adverse reaction appeared gradually and began with slight sagging cheeks that were not there before and have now grown larger and hardened internally." Treatment included antibiotics (amoxicillin) and hcp assumed that it was a streptococcal bacterial infection and wanted to rule that out. The patient had previously suffered from tonsillitis more often. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) reported treatment with hyalase. Significant reduction of swelling, but residual hardening and residual swelling emphasized on the left (about 20%) remained.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b3, b5, b7.